Event description:
No additional event information available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G3: foreign. The device history record and previous repair record for zimmer skin graft mesher serial number (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders to query for all repairs on serial number (B)(6) prior to 15 march 2019, the device was noted to have been previously repaired seven times, the last repair being for the ratchet unable to be removed from the device reported on 4 august 2016. The reported event was confirmed by the service technician who performed the evaluation and repair. On 15 march 2019, it was reported from hospital serv. Div. (B)(6) hospital that a mesher was getting stuck and the comb was bent on one end. The customer returned a zimmer skin graft mesher serial number (B)(6) for evaluation. Evaluation of the device on 15 march 2019 noted that the pretests could not be performed due to a bent comb and that the bottom roller and gear were worn. Upon further evaluation, the technician found that the carrier and the handle were 'anodizing' and that it was rough to touch. It was recommended that the comb, roller, roller gear, side plates, washers, nuts, shoulder bolts, handle, and carrier bottom be replaced. At the time of the investigation, the technician had removed the 'anodization' from the device, but no repair has been performed as the quote for service has yet to be accepted. While the service technician confirmed that the comb was bent and the device was found to have 'anodized', which can interfere with the device moving the carrier through it as intended during use, it cannot be determined from the information provided as to what caused the comb to become bent or what lead to the 'anodization' to the device. As such, a specific cause of the reported bent comb or the mesher getting stuck cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the mesher was getting stuck and the comb was bent on one end. The issue occurred prior to surgery. Subsequently this caused no patient harm and there was a delay of 16-30 minutes. No alternate device was required to complete the surgery. The problem caused impact to graft harvest but it was able to be used. No adverse events were reported as a result of this malfunction.